Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed bubbles as the catheter was aspirated; however, no damage or other evidence of the apparent leak could be seen in the catheter tubing in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "there are bubbles in the gro retraction, and there is a leakage point in the leakage part, so the catheter cannot be used after one day of implantation." No other information was provided.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "there are bubbles in the gro retraction, and there is a leakage point in the leakage part, so the catheter cannot be used after one day of implantation." No other information was provided.